Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
Chile. Allegedly, bilateral retropectoral breast implants were identified. The right implant showed incipient signs of rupture (sn: (B)(6)).